Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned photo noted a surgical scar above the patient navel and the skin in the surrounding area had a red/pink color. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic robotic ventral hernia repair procedure. The mesh was being placed over the defect. The mesh was fixated with suture. There was temporary injury as a result of the event. Nine days post operation, the patient had an allergic reaction. There was redness to the skin where the mesh lie's underneath and the patient was pretty sick. The patient had a fever. The patient received antibiotics and that did not help. The surgeon then gave the patient steroids and that helped. There was no evidence of bowel injury on the CT and the incisions were fine. The patient has no known allergies. The patient status is alive, no injury. The current patient status is improving with steroid treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.